Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-14518. It was reported that the right ventricular (rv) lead exhibited loss of capture. The patient presented in clinic on (B)(6) 2020 and a fluoroscopy confirmed that the lead was dislodged. The lead was repositioned successfully. On (B)(6) 2020, upon interrogation, it was noted that both the atrial and rv leads exhibited loss of capture due to dislodgement. The system was explanted on (B)(6) 2020. There was no allegation the dislodgements were product related. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 46.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.